Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, customer attempted to fill the tubing again and was only able to see a small amount of insulin in the pigtail tubing. Customer performed a supply change to address the issue and insulin delivery was resumed. Customer's blood glucose was 165 mg/dl.